Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1192 mcg/day via an implanted pump for intractable spasticity and post spinal cord injury. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. It was noted the patient was not getting spasticity relief after his pump and catheter were implanted in (B)(6) 2018 ((B)(6) 2018). There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting to aspirate the catheter under fluoroscopy and the catheter would not aspirate. It was determined it was malfunctioning. The patient would have surgery to fix the catheter issue on (B)(6) 2018 and the issue was not resolved at the time of this report. Other medications the patient was taking included oral baclofen 120 mg/day. The patient¿s weight and medical history were asked and unknown and would not be made available due to (legal/confidential reason). The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated an empty pump occurred and the rep had access to the 8840 clinician programmer. It was noted the patient missed a refill. It was also reported the patient was having a catheter revision and the pump reservoir was empty. This occurred approximately 1.5 weeks ago. The rep was wondering if the total catheter volume (tcv) was aspirated would there still be drug in the pump tubing. They were going to decrease the concentration. It was discussed the pump tubing would still have old drug in it and would need to be accounted for or do a back table prime to remove the drug after the pump was refilled with the lower concentration. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.